Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during surgery, small cracks were noticed in the intraocular lenses (iols). Reporter believed them to be "small tears from the angle of insertion when manually loading the lenses" in the delivery system. Reporter stated that the small cracks or small tears were noticed on 15-20 iols due to the delivery system.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of small cracks in intraocular lens (iol); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).